Event description:
Caller reported a malfunction on their pump, identified as code malf 16. There was no adverse impact to the customer's blood glucose level. The pump was part of a field correction and under warranty. Technical support sent a replacement pump with updated software and provided instructions for returning the malfunctioning pump. The caller planned to reach out to their healthcare provider for backup therapy as none was currently available. The customer was advised to program their settings and connect their cgm to the new pump.